Event description:
During an lar procedure the stapler was fired and the staples did not form properly. To correct, the staple line had to be hand sewn. Pt also had to have a temporary diverting ileostomy, which delayed the case by about an hour and a half. No increase in pt hospital stay.